Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no product received for evaluation. Also, x-rays are not available for review. Item number and lot number of the device are not known so device history records could not be reviewed. It is reported that the surgeon usually cements only the base plate and not down the stem extension. While the recommended cementing technique is - "when using the mis drop down extensions, it is necessary to apply bone cement down the canal to ensure solid intramedullary fixation around the extension." The cause of the problem could not be definitely determined, however, the incorrect cementing technique appears to be the cause of tibial plate loosening. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed .

Event description:
It is reported that revision surgery occurred for loosening. Exact implant and explant dates are unk.